Event description:
Arrow mac 2 cvp catheter kit opened by anesthesiologist. Prior to use, the introducer port fell apart - ie, the end piece that the swan ganz catheter would be passed through. The left introducer lumen completely open to air. The kit was sent to the rm dept.